Event description:
It has been reported that the 110-4g icp kit was hooked up to the pre-amp cable and it would not zero calibrate. The icp readings went up to 70 then down to negative 10. Another device of the same model and lot number was available for use and the same results were received. The pre-amp cable was also replaced without success. The catheters were discarded and no device was implanted.

Manufacturer narrative:
The device involved in the reported incident is not available for return and evaluation. An investigation has been initiated based on the reported information.